Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the balloon of the catheter burst/split. The catheter was not draining urine, and there was no urine present in the leg bag or the tubing.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior t use. For urological use only." (B)(4).

Event description:
It was reported that the balloon of the catheter burst/split. The catheter was not draining urine, and there was no urine present in the leg bag or the tubing.